Manufacturer narrative:
Device evaluation by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. It was initially inflated in the rca; however, during inflation in the left main (lm) at 10 atmospheres for several seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. It was initially inflated in the rca; however, during inflation in the left main (lm) at 10 atmospheres for several seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's condition was good.